Event description:
Procedure: lap gastric banding. According to the reporter: as the surgeon was dissecting one of the tips fell off, but the staff could not find the tip in the patient. The surgeon did an x-ray, but still could not find it. As far as the staff knows, it is still in the patient. The patient is ok.

Manufacturer narrative:
(B) (4).